Event description:
(B)(6) rn ccu called for assistance with a fiber optic sensor failure alarm on a cardiosave during use. (B)(6) denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp personnel asked her to repeat the step verifying that it was arrow to arrow and seated appropriately. Esp personnel then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil tape and label the fo cable as fiber optic sensor failure do not use. Complaint information obtained. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure are as follows a sensor failure can result from the following, optical sensor kink, break in sensor, connector issue.